Manufacturer narrative:
The user was advised to press the fill key, which successfully resolved the gas loss alarm. It was confirmed that there was no blood or visible kinking in the helium tubing. The alarm, its potential causes, and further troubleshooting steps were explained. The user was also advised to check the chest x ray to confirm iab placement. The pump continued to function normally.

Event description:
The user contacted the emergency support program line to report a gas loss alarm. They were unable to resume pumping. No patient harm was reported.